Manufacturer narrative:
(B)(4). The customer called the philips response center to report that upon power up the device displayed the message/instruction 'system failure - cycle power' and the error code 20003. There was no report of pt involvement or adverse pt impact. The response center provided technical support and the customer advised the response center that they had spare parts available. On (B)(6) 2011, the customer reported having replaced the control pca to resolve this malfunction. We are considering this incident to have been caused by a failure of the control pca.

Event description:
The customer called the philips response center to report that upon power up the device displayed the message/instruction 'system failure - cycle power' and the error code 20003. There was no report of pt involvement or adverse pt impact.